Event description:
It was reported the pt went to the ER with soreness at the ipg site and a fever. It was determined the ipg site showed signs of infection and the hospital explanted the ipg. It was undetermined whether the lead was explanted. An attempt to follow up on the pt status was unsuccessful.

Manufacturer narrative:
Evaluation summary: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.